Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped (B)(6) 2013. Medtronic investigation of returned suspect device finds the computer to be fully functional. No problem found with tracking/usb communication or any hardware or software. No fault found.

Event description:
A medtronic representative reported a site experiencing intermittent unresponsive behavior with their navigation system using cranial 2.2.6. This is reported to occur sometimes during and after the use of stealthmerge and after registration of a patient. Usually three exams are being merged. A re-boot of the system solves the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative reported that the system was functioning normally after computer replacement.